Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device was discarded by the facility and no imagery was provided. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no other related events. As the event was unable to be confirmed, a complaint history review is not required. The IFU, device preparation manual, and device training manual were reviewed for guidance and instruction involving the esheath and delivery system usage. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. Inspect the length of the dilators and sheath for surface defects and damage prior to clinical use. Flush the dilators using heparinized saline through the guidewire lumen. Hydrate the length of the dilators and sheath with heparinized saline to activate the hydrophilic coating. Flush the sheath using heparinized saline through the flush port; close the flush port. Insert one dilator completely into the sheath. Using standard catheterization techniques, gain access and dilate as necessary to accommodate the sheath. Orient the sheath appropriately and maintain orientation for the duration of the procedure. Insert the sheath assembly using standard technique while following its progression on fluoroscopy. Remove the dilator from the sheath. Insert the device into the sheath. When using the loader, flush the loader with heparinized saline and insert the device into the loader. Insert the loader into the sheath until the loader stops. Advance device through the loader and into the sheath. Retract the loader once the device is passed through the sheath. If additional working length is needed unscrew the cap from the loader and peel the loader from the shaft of the device. After the completion of the procedure, remove the device from the sheath. The sheath should be intermittently flushed with heparinized saline per standard technique. Remove the suture (if necessary) and remove the sheath entirely without torqueing. Do not reinsert the sheath. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was unable to be confirmed due to the device and applicable imagery not being available for return/review. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath prior to and during the procedure. As no patient or procedural imagery was provided a definite root cause is unable to be determined at this point. However, calcification can create sharp nodules which can potentially cause the hydrophilic coding to separate from devices. It is unknown if any other non-edwards devices were used prior to ew esheath insertion. However, since no devices were returned it is unable to determine where the hydrophilic particles originated. Additionally, edwards lifesciences performed a toxicological risk assessment based upon the chemical characterization of device extracts of the esheath. The extractable chemicals were toxicologically evaluated, and their levels were determined to be of low risk for patient exposure. The risk assessment indicates that the likelihood of a toxic effect from proposed clinical use of the esheath set is negligible, and the device is considered safe for use as intended. The biocompatibility test results met the acceptance criteria; therefore, the esheath set conforms with the appropriate iso standards. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the rash on the groin experienced by the patient after the tavr procedure cannot be confirmed. It is unknown if the event was related to the edward¿s devices, tavr procedure, medications or patient co-morbidities, as additional information was requested to the facility but not forthcoming. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, a physician called regarding a patient that received a sapien 3 ultra during a tf tavr procedure. Approximately 6 months later, the patient presented with a rash on their groin. Testing was done and revealed ¿hydrophilic properties¿ within the skin samples. The physician asked if any of our devices have hydrophilic properties and we told him the esheath did. The physician would like to know if the hydrophilic material may have come from the esheath. Additional information was received from the hospital. There was nothing unusual noted about the esheath during or prior to the case. All devices were discarded at the end of the case. A partial copy of a report was received and it noted a focal collection of basophilic granular non-polarizable foreign material within a medium sized vessel in the deep dermis. The findings were consistent with hydrophilic polymer embolism.